Event description:
Complainant alleged that a cardiologist was attempting to cardiovert a rather large size pt (age and gender unknown). In preperation of shocking the pt, the physician first thickly lathered his ungloved hands with defibrillation gel, and then applied the gel to the pt's chest. The complainant indicated that the pt's chest was then covered with gel. The dr then reached across the pt to administer a 360 joule shock. The complainant indicated that the dr may have been touching the pt when the 360 joule shock was discharged. Upon the administration of the shock, the physician received an unintended delivery of energy to themself. Subsequent to the event, the doctor was disoriented for approx seven minutes and complained of soreness in the elbow. The doctor's heart was monitored using a 12-lead ECG cable with the device. The doctor was presenting a normal sinus rhythm. The physician also underwent a cardio-enzyme test performed by their own dr. The results of this test were also normal. The cardiologist receiving the unintended delivery of energy has not experienced any lingering after effects from the event. There was no adverse effect on the pt as a result of the reported malfunction. Subsequent to the event, the facility's biomedical engineering department evaluated the device and was able to duplicate the reported malfunction. The biomed department reported observing "an inordinate amount of gel" on the device paddles", as well as gel on the device cable. The facility has conducted re-education of the staff. In additon, the facility's zoll sales rep has scheduled add'l in-servicings of the staff in an effort to minimize future events of this nature.